Manufacturer narrative:
The manufacturing site did not receive any samples back with this complaint; therefore no analysis could be performed. No information can be gathered by the pictures of the samples supplied. A lot number was not provided in relation to the reported incident. Without a lot number being supplied, a review of the device history record (DHR) cannot be performed. Potential root causes are: a dull or burred cannula may have been received from the supplier. Cannulas are inspected at incoming and must meet acceptable quality limits before being released to production. Since they are not 100% inspected it is feasible that a dull or burred cannula could make it into production. A damaged cannula that occurs during the production run. This may have resulted from misalignment of the cannula cartridge loader. Improper technique used when the user removed the sheath from the barrel or mishandling during injection. A lack of lubricant or insufficient lubricant can result in a painful injection. Throughout the production lot, completed syringe assemblies are tested by performing a needle penetration test which determines if the cannula has burrs, other damage, and that there is sufficient lubrication on the cannula for ease of injection. Inspectors routinely examine product to ensure the product quality meets the acceptable quality limits. A lot cannot be released unless it passes visual and physical testing requirements. Review of the composition of the cannula used in this finished product did not find the presence of cobalt in the stainless steel. From the pictures supplied the material number for this product was identified as 8881511201. Per the manufacturing procedure, complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that she developed a reaction when administered the tb test she's allergic to cobalt. A tuberculosis test was administered in (B)(6) of this year and the customer's arm still has a bump and scar-like mark where the needle punctured the skin.